Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at a nominal pressure. No patient complications reported.